Event description:
It was reported that "right ventricular lead impedance increased to greater than 3000 ohms with confirmed oversensing within a week following device changeout". It was further reported that x-rays indicated "incomplete insertion of the right ventricular pace/sense connection as the pin does not portrude past the set screw assembly block". The lead remains in use. No patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.